Manufacturer narrative:
The surgeon finished the case using a readily available second set of screws without issue. There was no harm or injury to the user or to the patient as a result of the reported issue. The parts in question were returned, and the complaint was confirmed. Arthrosurface engineering team visually examined the proximal and distal screws under magnification to determine the cause of failure to engage. The results of the investigation concluded that the lumen of the proximal (purple) screw contained tiny bone fragment(s) which are hindering the engagement with the pin. Following the removal of tissue from the screw taper, the pin was inserted without any issues. There are no actual compatibility or connection issues between device components.

Event description:
Arthrosurface rep called in to report that product screws did not engage in the case.